Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation states patient was revised to address pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update apr 18, 2017 pfs and medical records received. Pfs alleges pain and inability to walk without assistive device. After review of the medical records for MDR reportability, it was reported for a left hip revision of patient's proximal femoral replacement, operative findings of "a fractured depuy diaphyseal sleeve...at the junction of where the baseplate and diaphyseal sleeve were found. The diaphyseal ingrown segment was completely biologically ingrown into the host bone". Further, intraoperative pictures taken showed "where the middle component had fractured". It is to be noted that surgeon's operative notes for initial implantation and for revision of the fractured implant(s) both indicate use of the depuy lps knee diaphyseal sleeve and diaphyseal sleeve base in conjunction with the depuy proximal femoral standard body and universal fluted stem. Head and liner reported for pain, diaphyseal sleeve and base reported for post-operative implant fracture.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges fracture in the left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.